Manufacturer narrative:
Philips service adjusted the video cables; further follow-up was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent image loss occurred on flex vision during diagnostics on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.